Manufacturer narrative:
(B)(4). Method: it was reported that the complaint rt266 infant dual-heated evaqua2 breathing circuit was destroyed at the healthcare facility and hence was not available for investigation. Therefore, our investigation is based on a photograph of the complaint device and the information provided by the healthcare facility. Results: visual inspection of the photograph provided revealed a crack along one of the swivel wye ports of the subject breathing circuit. Conclusion: we are unable to determine what may have caused the crack in the swivel wye of the breathing circuit, however it was reported that the subject breathing circuit was used for longer than its intended use. This is likely to have been a contributing factor to the reported damage. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The customer noted that the affected breathing circuit was used for nine days, which suggests that the affected circuit became damaged after it was released for distribution. Our user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 7 days.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the swivel wye of an rt266 infant dual-heated evaqua2 breathing circuit was found cracked after nine days of use. No patient consequence was reported.